Event description:
It was initially reported that the patient experienced underdose symptoms and "seemed to not have any effect of pump and catheter"; patient also experienced altered mental status and increased spasticity. "An x-ray of the system and drug delivery seemed to be ok". The liquid was aspirated from the pump; it was refilled and reprogrammed to give the patient a bolus of 100 mcg. There were no volume discrepancies when aspirating and doing a refill. However the patient did not have any effect after being given the bolus. The patient was very sick and the neurosurgeon was unsure whether or not the patient was capable of handling an operation to make a catheter/pump revision. The pump was interrogated and showed no messages that could indicate malfunction. Drug delivered via the device was lioresal. It was later reported that on (B)(6) 2012, the neurosurgeon opened the back of the patient and saw that csf (cerebrospinal fluid) leakage came from the connector between the distal and proximal part of the catheter. The neurosurgeon cut of a part of the distal catheter and connected the two parts again. Following this operation the patient was noted to be "fine again and the therapy was functioning good".

Manufacturer narrative:
Catheter model: 8731sc, serial#: unknown, implanted: (B)(6) 2009, explanted: unk. (B)(4).